Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Discharge and small gap in the same region have been observed 5 months post-activation. Antibiotic treatment was given but the problem was not resolved. Explantation surgery is planned in the first week of (B)(6) 2021.

Event description:
Discharge and small gap in the same region have been observed 5 months post-activation. Antibiotic treatment was given but the problem was not resolved. The user has been explanted.

Manufacturer narrative:
Additional information: according to the received information, implant extrusion and infection were observed. Additionally, it was reported that the implant housing was slightly dislocated from its intended position. A contribution of the implant movement to the reported extrusion cannot be ruled out. However, no available information points to the implant being the source of infection. Furthermore, a review of the device_s sterilization records shows that the device, has been subject to a valid sterilization process. In addition a damage to the active electrode by device minute mobility seems very likely based on the received measurements. During implantation surgery two channels have been left extra cochlea. The device was explanted but has not been received for investigation yet.